Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 at 12:42 pm the patient obtained the blood glucose reading of 178 mg/dl, and gave herself a bolus dose of 2.50 units insulin via the pump. At 2:15 pm the patient obtained the blood glucose reading of 410 mg/dl and she experienced the symptom of vomiting. The patient¿s physician admitted her to the hospital where she was treated intravenously with fluids. The technical service representative contacted the patient to obtain information and to troubleshoot the pump, however was unable to reach the patient by telephone. No further details were provided about this event or the pump functions. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump for ipt and was hospitalized for treatment, this complaint is being reported.